Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("connect belt" messages) has been confirmed. Upon investigation the trunk cable connector was damaged with connector pins 1, 2, and 3 bent, preventing the electrode belt from properly connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving "connect belt" messages.